Event description:
Case reported via e-mail by customer's spouse. Spouse reported that the pt was receiving readings with the freestyle meter that did not make sense compared to their symptoms. Today were having a severe reaction, they tested pt with a result of 111 mg/dl which they knew was incorrect, so they retested a couple of minutes later and received a 55 mg/dl, which they also felt was incorrect. They took pt to the emergency room where pt was treated with glucose gel and orange juice after which they rec'd a reading of 30 mg/dl with an unknown meter.